Event description:
IT WAS REPORTED THAT THE IMPLANTABLE PULSE GENERATOR (IPG) OF THE PATIENT WAS NOT KEEPING A CHARGE. THE PATIENT UNDERWENT AN IPG REPLACEMENT PROCEDURE, WAS DOING WELL POSTOPERATIVELY AND THE EXPLANTED DEVICE WAS KEPT BY THE FACILITY. THERE WAS NO DEVICE MALFUNCTION THAT WAS SUSPECTED.

Manufacturer narrative:
BLOCK B3: APPROXIMATED BASED ON THE DATE THE MANUFACTURER BECAME AWARE OF THE EVENT.

Event description:
It was reported that the Implantable Pulse Generator (IPG) of the patient was not keeping a charge. The patient underwent an IPG replacement procedure, was doing well postoperatively and the explanted device was kept by the facility. There was no device malfunction that was suspected.

Manufacturer narrative:
Investigation results:The device was not returned for analysis; therefore, a technical analysis could not be performed. Device History Record:It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Investigation Conclusion:Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.Block B3: Approximated based on the date the manufacturer became aware of the event.